Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. An internal and external inspection was performed and found no issues. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. There was no failure or malfunction identified that could have caused or contributed to the reported event. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to unknown causes. Three days prior to death, the pt was hospitalized due to shortness of breath and excess fluid. The cause of the shortness of breath and excess fluid was unknown. On an unreported date, the pt was discharged from the hospital and subsequently the pt passed away at home. It was unknown if an autopsy was performed. Dianeal therapy was ongoing until the time of death. Additional information was requested but is not available.